Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying impedance, high short interval counts (sic) due to sub-clavian crush, and fracture. It was also reported that the atrial lead exhibited noise, high, varying impedance and fracture. The rv and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo. Analyst commented, distal conductor fractured in-vivo/flexed and outer insulation breached in-vivo/depression. (B)(4).